Manufacturer narrative:
(B)(4). Summary of investigational findings: introducer with attached filter, sheath, and long dilator returned. Severe penetration approx. 22.5 cm from proximal end of sheath. Primary filter legs are asymmetric placed and secondary legs are deformed - probably a result of the filter penetration. No visible damages to primary legs, which could have facilitated the penetration. Under normal conditions the sheath is strong enough to accomplish the procedure, but the filter legs may be prone to penetrate the sheath wall, if excessive force is used to advance the filter through sheath placed in tortuous anatomy. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: procedure of ivc filter placement was conducted as labeled with the right jugular vein approach. Filter introducer was inserted into outer sheath and when the physician was advancing the introducer to the target site (ivc), he felt strong resistance. The introducer was slightly withdrawn, then the sheath with the introducer inside was removed to check. The user noticed that the outer sheath was torn. Another igtcfs-65-jp-jug-tulip was used instead, and the procedure was completed with not problem. Patient outcome: unknown as information was not provided.